Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states there is nothing on her pump screen and it just keeps on vibrating with the red notification light as well. Inquired what led up to the complaint. Customer states she was swimming a while ago, and then when she was driving afterwards, she felt the pump vibrate. She took a look at it and there was nothing on the screen and the red light was blinking. Trouble shooting performed issue not resolved. Customer also mentioned a high bg of 600 mg/dl 2 weeks ago. Trouble shooting not performed for high bg mg/dl pump is being returned.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No vibrating or blank display noted during testing. No moisture damage found. (B)(4).